Manufacturer narrative:
Customer's products were returned and investigated. Powered on meter with button depression and with insertion of strips. Low battery icon was not observed. The complaint is not confirmed. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported that some time in (B)(6), 2010 she noticed a "low" battery icon and an unknown error message on the display of her freestyle freedom lite blood glucose meter with test strip insertion, the first time she attempted to use her meter. She further reported experiencing unspecified hyperglycemic symptoms and self-presenting to a local healthcare facility. Customer was diagnosed with severe hyperglycemia and treated with an unknown amount of insulin. Customer denied self-treating. There was no report of death or permanent injury associated with this event.